Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - trabecular metal acetabular revision shell, cat#: 00700005020 lot#: 52646300. Bone scr 6.5x30 self-tap, cat#: 00625006530 lot#: 24858400. Bone scr 6.5x20 self-tap, cat#: 00625006520 lot#: 24324000. Acetabular revision shell liner, 10âº cup face angle cemented, cat#: 00701005028 lot#: 74354100. Customer has indicated that the product will not be returned [as it was discarded] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s hip was revised approximately 14 years post-implantation due to chronic dislocation. It was reported dislocation occurred 12 months prior to revision surgery date. The revision revealed radiolucent osteolytic lesions present within the proximal right femur consistent with metallosis.